Event description:
Subsequent to the initial medwatch report, additional information was received stating that during the index procedure, the stent jumped forward and kinked at the distal edge. There was no treatment provided and the stent was successfully implanted at the lesion. Also the date of event for the hypotension, bradycardia, and nausea was changed to (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Date of event: originally reported as (B)(6) 2013 has been changed to (B)(6) 2013. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an acculink stent was implanted in a de novo, moderately calcified, 70% stenosed, right internal carotid artery, and the next day, on (B)(6) 2013, the patient experienced hypotension, bradycardia with a heart rate (hr) of 43 to 46 beats per minute, anemia with a hematocrit (hct) of 42.6% to 33.4%, and an upset stomach (nausea). Common medication, pseudoephedrine (sudogest), was given as treatment and all of the symptoms resolved within 24 hours on (B)(6) 2013 without an adverse patient sequela. All of the symptoms are listed as serious events and there was a prolonged reported hospitalization. The patient was discharged on (B)(6) 2013. There was no additional information received.